Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: any information from the event date in the pump¿s history was overwritten due to continued use of the pump. The history showed multiple occlusion alarms and a time and date reset to factory default after a reboot. The total daily doses added up correctly and revealed the user¿s programmed basal rates. Inspection of the pump revealed a cracked battery compartment. During testing, the pump successfully performed the rewind, load and prime steps with no alarms. A force sensor calibration test was performed and confirmed that the sensor was detecting the correct force at five pounds. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no occlusions during testing. The pump was opened and the internal battery was found to be leaking.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the patient experienced a blood glucose (bg) of 34mg/dl with shakiness and dizziness. The patient was treated with candy and crackers and the bg rose to 157mg/dl. The family member stated that the patient's bg went low because the patient received an extra bolus. The family member stated that she thought the bolus did not deliver with the first occlusion so the family member gave another bolus. Customer support (cs) advised the family member to check the bolus history before re-bolusing. Cs assisted the family member with changing the speed of delivery from normal to slow as the patient felt like the site burns /pinches with insulin delivery. The patient continues to use the pump with no further incidents reported. This report is being made due to patient's alleged hypoglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.